Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is a damaged dso seal. To resolve the issue the dso seal will be replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a tear in membrane. There was no patient involvement and no patient harm/no adverse event reported.